Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code occurred during evaluation and the screen turned black. The lcd screen was replaced to address the issue. During the service it was confirmed that there was no peeling or deterioration of the foam. Additionally, the board, exhaust fan assembly, inlet foam airpath filter, pollen filter, and power cord were replaced preventatively, which were not related to the malfunction/issue. The device was cleaned, tested to ensure the device operated properly.